Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable wires were exposed. Reportedly, the cable was still functional. There was no reported adverse impact to customer's blood glucose level.